Event description:
It was reported that during a partial knee arthroplasty, the tip of impactor fell off when scrub nurse attempted to attach the implant to the inserter using the correct surgical technique. No impact to patient. Malfunction of device occurred, as nurse followed correct technique to attaching the implant to the device.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Additional information received: complaint summary updated. Complaint summary: as the product or lot number has not been received, the investigation could not be initiated or the reported event confirmed. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 30 complaints reported with the item 32-422097 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Ie-08797 was raised in april 2019 to review the risk management file and determine if the increased risk is acceptable or additional measures/design change have to be implemented to prevent the issue from occurring again. Hhe-2019-00134 was initiated in september 2019 and concluded that development input for analysis of the failure modes contributing to this issue from knee development engineer was required. The risk files were remediated to capture possible misuse scenarios that were identified which could be causing factors for failure. The memorandum from the development team details possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture. The event occurrence has been exceeded since the completion of the hhe, therefore, the ie-11604 was raised in february 2020 to investigate breached occurrence. Occurrence for no harm was increased from 2 to 3. This increase does not affect the overall risk level, which remains low. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Complaint summary: as the product or lot number has not been received, the investigation could not be initiated or the reported event confirmed. In addition, we have not been provided with any supporting documentation which could provide additional information. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Possible misuse scenarios in which the posterior tab may be subjected to loading that could have caused the reported fracture are as follows: these scenarios are: 1. Use of the inserter to fully impact the device, resulting in posterior tab becoming trapped between the bone and implant¿ 2. Use of excessive force when tightening the thumb wheel may lead to high anterior-posterior loading on the posterior tab¿ 3. Use of the inserter to remove a partially or fully seated implant, by impacting an internal surface in a direction up and away from the patient; 180deg. Opposite to the impaction required for the insertion¿ a review of the complaint database showed hhe-2019-00134 has previously been raised to investigate the oxford cementless impactors¿ fracture. The event occurrence has been exceeded since the completion of the hhe, therefore, the ie-11604 has been raised to investigate breached occurrence. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item location unknown.

Event description:
It was reported that during a partial knee arthroplasty, the tip of impactor fell off when scrub nurse attempted to attach the implant to the inserter using the correct surgical technique. No impact to patient. Malfunction of device occurred, as nurse followed correct technique to attaching the implant to the device.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is available for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a partial knee arthroplasty, the tip of impactor fell off when scrub nurse attempted to attach the implant to the inserter using the correct surgical technique. No impact to patient. Malfunction of device occurred, as nurse followed correct technique to attaching the implant to the device